Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device exp date and MFR date are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a corflo cubby low profile gastostomy device was placed in an enteral feeding device placement procedure in early 2009. According to the complainant, a week after placement, the locking tab was broken. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".